Event description:
It was reported that the patient experienced an infection at the pocket and the lead and wound dehiscence requiring surgical intervention. It was noted the patient had experienced two prior pocket infections without surgical intervention. The physician noted the infection may be particular to the patient. The implantable pulse generator (ipg) was explanted and used externally and the incision site was covered with a piece of gauze. At the time, the patient had its own intrinsic pulse and no device issue was detected. It was noted the patient later experienced a cardiopulmonary arrest after ventricular fibrillation (vf) had occurred. An interrogation was performed which noted undersensing had occurred and a pacing failure of the device while the implantable pulse generator (ipg) was outside of the body. The device was returned to the pocket and the site was sutured closed. After the device was returned to the pocket, the device was operating normally. The implantable pulse generator (ipg) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.